Manufacturer narrative:
A ge service representative performed an onsite investigation. The ups batteries, 5vdc and 12vdc power supplies on the backplane were evaluated and identified as requiring replacement. No conclusion can be drawn as further system analysis, testing or repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported that the system was shutting down without command of the operator. There is no report of a patient injury or death associated with this event.